Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal band procedure performed on (B)(6) 2025. It was reported that during the procedure, the trip wire broke, the provider was able to retrieve all the components. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during variceal band procedure performed on (B)(6) 2025. It was reported that during the procedure, the trip wire broke, and the provider was able to retrieve all the components. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.